Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, no abnormality was noticed during inspection prior to use. During ipl implant procedure, the lead could not reach the target position and be fixed. The ipl was removed and replaced to complete the procedure. The physician determined reason for the event was the lead's tip/spiral problem. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.